Event description:
After the surgeon had completed a 'seal' cycle on a vessel, the vessel started to shoot blood.the patient had lost about 400 cubic centimeters (cc's) of blood and the surgeon had to apply gauze at the bleeding site to obtain hemostasis.

Manufacturer narrative:
The device in question was returned and evaluated by a conmed investigator. The returned handpiece was subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The returned handpiece has passed the interface test and operated according manufacturing specification. Conmed was unable to reproduce the reported malfunction. As there was a patient injury that necessitated medical intervention, conmed would like to file this report with the f.d.a.